Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a row board connector not fully seated. The field service engineer resetted all row board connectors and cleaned the drawer of debris to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a drawer failure which was not detected on the bus. The customer reported that there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.